Event description:
It was reported that during a complete supply change using a 23 in, 6 mm contact detach set and a fiasp pump cartridge, the user accidentally pulled the infusion site out and then observed no insulin delivery through the tubing; upon removing the cartridge, leakage was observed around the ilet cartridge interface, prompting a full supply change including all consumables, after which the issue resolved. Symptoms included no reported adverse clinical effects and no change in blood glucose. Outcomes included successful restoration of insulin delivery following the supply change without medical intervention or hospitalization. Investigation included remote troubleshooting and guided inspection for leakage, along with recommendation and completion of a full supply replacement. Investigation of this case revealed evidence of insulin leakage at the cartridge connection consistent with a delivery pathway integrity issue, likely related to the cartridge-to-pump interface or consumable assembly. It was concluded, based on previously established findings for similar reports, that the cause was a consumable or connection issue resolved by replacement.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.